Event description:
A report was received that a patient's precision system was explanted. The patient reported that she felt a sharp pain in her hip area with the stimulation on or off, and her ipg was loose and visible through the skin. The physician confirmed that the ipg had migrated and the area was also sensitive to the touch. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices involved in the event were not returned to bsn for evaluation.